Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 499 mg/dl. Customer treated their high blood glucose levels via insulin drip and manual injection. Customer¿s current blood glucose level was 154 mg/dl. Troubleshooting for high blood glucose was performed. Customer advised their diabetes trainer placed an alert on the insulin pump when they reach 250 mg/dl as a safety precaution. Customer advised they had a bent cannula which may have caused high blood glucose levels. Insulin pump will not be returned for analysis.